Event description:
It was reported that the patient presented in clinic experiencing shortness of breath. The left ventricular lead exhibited loss of capture and under sensing. The patient was a twiddler and lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.